Manufacturer narrative:
H2: correction: d10 updated with the concomitant product involved in this event.

Event description:
It was reported that the nicu started using the syringes with the pump and it was not sensing the syringe flange. When the syringe was loaded, the digital ear sensor showed "false" and ¿syringe flange not in place¿ error which stopped the unit from being used. The event occurred during loading of syringe, and there was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair with complaint that pump was not sensing the syringe flange. Unable to duplicate the flange sensor error during syringe test. Flange sensor test was performed, and flange sensor is working as intended. The repair technician was unable to confirm the issue per documented investigation. The device was cleaned and greased. Device passed functional and delivery tests. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for analysis.